Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed

Event description:
It was reported that the patient passed away. The cause of death is unknown and was not provided by customer. The pump was not explanted and will not be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be conclusively determined through this investigation. Due to hospital policy, no further information was provided. The customer will not share any kind of patient related information due to privacy laws restrictions. This includes computed tomography (CT) images and all kind of data regarding the patient and his/her course of disease. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 1 ¿introduction¿ of this document lists death as an adverse event that may be associated with the use of the heartmate 3 lvas. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The pump shipped on 26aug2020. No further information was provided. The manufacturer is closing the file on this event.